Manufacturer narrative:
The reported event was inconclusive because no sample was returned it was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only."

Event description:
It was reported that the patient had undergone ureterorenoscopy and post operation, the patient was placed with a urinary catheter and they heard abnormal sound inside the bladder all the time. Doctor was notified immediately to suction the air liquid and also advised to pull out the catheter. The catheter balloon was found to be burst and the patient was under observation for urine condition. Noted that the patient experienced urethral discomfort and reddish urine. No medical intervention was reported.